Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was found that system was not communicating to medstation. A technical support specialist (tss) checked both the station and the server and confirmed that no communication errors were displayed. For es version 1.4 and below, the tss used the es server web application to check the notices tab. For es version 1.5 and above, the health site viewer was used to view communication notices. Notification icons on the medstation es screen also indicated communication issues. Since a communication notice was present, the tss followed the knowledge article ¿initial troubleshooting questions for station not communicating/all drawers failed.¿ after restarting the data sync service, the station started publishing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices have stopped communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all devices have stopped communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.